Manufacturer narrative:
Software investigation completed: unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Per event summary, suspect poor registration or metal interference may have caused or contributed to the issue. An additional method code is provided. The results and conclusion codes from the initial report are still applicable.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. No specific measurement, or the direction of inaccuracy, was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.